Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the coil could not be detached and unraveled. An 12x50 embold? Fibered was selected for use in a balloon-occluded retrograde transvenous obliteration (brto) procedure in the severely tortuous and severely calcified gastric vein. During the procedure, the coil did not detach, despite bending and pulling the detachment marker part beyond the proximal marker. The coil unraveled. The coil and the pusher were completely retrieved from the patient. Another of the same device was used to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed coil separation from the distal coupler.

Manufacturer narrative:
Device analysis findings: the returned device consists of an embold fibered coil. The delivery system and the distal coupler were not returned. Visual examination revealed a stretched coil and coil separation from the distal coupler. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review statement: a risk review performed for the embold fibered device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.